Manufacturer narrative:
(B)(4).

Event description:
The patient¿s healthcare provider reported that the patient experienced a hypoglycemic event during the night and passed away on (B)(6) 2019. It was reported that the patient experienced several hypoglycemic events during the week prior to the event. The patient¿s family followed up with an on-call physician on an unspecified day during the week leading up to the event regarding the hypoglycemic events and the physician adjusted the patient¿s insulin therapy. The specific insulin adjustments were not provided to dexcom. The patient historically has had dka events and no reported hypoglycemic events prior to the week leading up to the event. The patient had been shopping with their mother earlier in the day on (B)(6) 2019 and the mother was intermittently receiving alerts on her follow app. It is unknown at what time the patient went to bed, last time they ate, and last time insulin was administered prior to the event. The patient¿s mother called the grandmother to tell her to check on the patient since her follow app was not working. When the grandmother checked on the patient the continuous glucose monitor device was alarming low, and the patient was unresponsive. Emergency medical technicians were called and cardiopulmonary resuscitation (CPR) was performed; however, the patient was pronounced dead upon arrival at the hospital. The data investigation confirmed the patient¿s g6 mobile application provided low, urgent low soon and urgent low alerts as threshold settings were passed during the evening and into the night of the event. The follow application received the alerts throughout the evening and night and the follower acknowledged or cleared the alert for every alert received. The data investigation did not confirm issues with receiving alerts on the follow application and the g6 mobile application. The probable cause could not be determined post investigation as the reported allegation was not confirmed. No additional patient or event information is available.